Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion sets plastic packaging with red strip was missing events on (B)(6) 2024. No further information.